Event description:
A (B)(6) old male pt contacted zoll lifecor customer support to report that his monitor keeps resetting. The pt was provided with a replacement monitor.

Manufacturer narrative:
Evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (resetting) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.